Manufacturer narrative:
Analysis: review of the device history record shows the device met all design and manufacturing specifications for product released to distribution. Functional testing performed on the valve subassembly indicates the valve performs as intended. Dimensional inspection revealed the structural member to be out of position; however, this did not impact the disc movement or the ability of the disc to open and close. A visual analysis of the sutures present in the sewing ring in the as-received valve indicates suture placement may have interfered with the ability of the disc to open and/or close. Conclusion; no patient event. User indicated that the valve was abandoned at implant due to suture impingement.

Event description:
Information received indicates the valve was abondoned at implant due to suture impingement of the valve disc. Another valve was implanted with no reported patient complication.